Event description:
It was reported that the pacing dependent patient presented to the emergency room after having pacing pauses. It was also reported that the right ventricular (rv) lead was reprogrammed and remains in use. Additional information was attempted to be obtained, however, is not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.